Manufacturer narrative:
A field service engineer (fse) was dispatched and cleaned the electrolyte injection cup (eic).

Event description:
A customer contacted beckman coulter inc. (Bci) regarding a leak around the electrolyte injection cup (eic) due to a tube popping off causing the ise sample crane to not stay intact in the synchron cx5ce clinical chemistry analyzer. No injury was reported.